Manufacturer narrative:
The device ro10007 has been inspected for investigation purpose. The inspection confirmed that the plastic sheath was in need of replacement. The defective part was replaced for repair purposes.

Event description:
During an intervention performed on customer site by our field engineer, it was identified that the force sensor cable was non-functional. There was no patient involvement reported.